Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the pump was explanted and returned for evaluation. Additional information was requested, but has not been provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was seen in the infectious disease clinic with concerns for worsening infection. A CT chest scan showed a persistent gas containing fluid collection, and mild brownish discharge from an open subxyphoid wound. It was also reported that there was ¿visible hardware¿. On (B)(6) 2017, the patient underwent an incision and drainage, and the distal sternal wound was reopened and drained purulent material. It was reported that it was difficult to gain access to the pump pocket as the wound had partially healed; therefore, a wide debridement of abdominal wall fascia was performed and the pump pocket was explored. Purulent material and infected, devitalized tissue was encountered and it was removed. The wound was irrigated with antibiotic solution and a wound vac was placed without complications. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled. The driveline was severed approximately 1 inch from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft attachment and outlet elbow were returned. However, the outflow graft had been removed, and the outflow graft bend relief and bend relief collar were not returned. No depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.